Event description:
Country of complaint: (B)(6). Package labeled as g0022024esv monosyn violet 4/0 (1,5) 70 hr26 (m) ddp. Lot 113394 bit continuing g0022014esv - monosyn violet 4/0 (1,5) 70 hr22 (m) dd lot. 113394.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 box labeled as g0022024, batch (B)(4) but product inside is g0022016 (not g0022014 as informed by the customer) with the same batch 113394, we have received all 12 units with the same reference batch. There are two previous complaints of this code batch for this same issue. Inside monosyn pre-printed box labeled as monosyn ref.(B)(4) (monosyn 4/0 70cm hr26) and batch (B)(4) there is in fact monosyn ref. (B)(4) monosyn 2/0 70cm hr22), with the same batch 113394. This mix-up has been produced in the manufacturing lie at the moment of packaging the product. Both articles were packed in the same line and same day. Line clearance was not performed correctly. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has opened a corrective action in order to avoid this kind of incidents in the future.